Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 524 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. No further assistance was required as the customer declined additional checks or support.